Event description:
It was reported during the pre-use check, the customer tried to put air in the cuff, but, could not do it successfully. He felt occlusion in the product. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.